Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure in the bile duct of a pt. During the procedure, the guide catheter was unable to be retracted and the stent was unable to be deployed. It was also noted the guide catheter was stretched. The procedure was completed successfully using another flexima biliary stent system. There were no reported pt complications as a result of this event. The pt was reported to be in fine condition after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).